Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed stent damage. The struts on the fifth row in from the proximal end of the stent were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had been kinked between approximately 230mm and 240mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with a 2.5x2.0mm non-bsc balloon catheter. This 3.00x38mm promus element stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is good. However; returned device analysis revealed stent damage.